Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known pt ill effect. There is a sample available for eval.